Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed keypad contamination under all key contacts. The keypad was found to be peeling. All keypad buttons were found to be responsive.

Event description:
The pump was returned for investigation. Investigation revealed keypad button key contact contamination. This report is made based on results of investigation completed on (B)(4) 2013.